Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a leak at the reservoir. The customer experienced hyperglycemia with a blood glucose value of 185 mg/dl. The hyperglycemia was treated with pump. The event involved product(s) mmt-1884, mmt-342, mmt-442ag. Troubleshooting was partially performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-442ag. Product return for mmt-342 is expected and the customer response was the device will be returned.

Manufacturer narrative:
Evaluated 1 open/used reservoir (1.0 ml of clear liquid inside barrel) plunger not returned. A visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none was found. Using a new lab plunger, performed pre-fill test appendix c. Found no leaks and no air bubbles during analysis. Per (B)(4). Conclusion: reservoir passed per pre-fill test; no leakage, no air bubbles and no physical o cosmetic anomalies were found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.